Event description:
It was reported that there was a loss of therapeutic effect. The patient did not feel her stim was helping her pain anymore. This issue started around september and had gradually become worse. The patient thought the placement had shifted. However, the patient still felt vibrations and thought it was in the correct spot. The patient could only increase it to a certain point before it became uncomfortable. The patient only had one group available, but had three programs on group a, and each program was ¿90v.¿ the patient had tried adjusting all three programs but had not had any success with the pain. The patient had three adjustments made with the manufacturer's representative since september, but it did not seem to help with the pain. The patient was wondering if there was anything else she could do. The patient was redirected to the healthcare professional (hcp). No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3550-39, lot# n337479, implanted: (B)(6) 2012, product type: accessory. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the device had been working for over two years, and now it was not working very well. The device started not working very well in the fall, and it had become increasingly "useless." There was a loss of therapeutic effect. The symptom occurred "months ago." The patient had a lot a lot of adjustments already, and no matter what had been done, it had not helped the patient. The patient thought it had been adjusted three times and still did not work right. The patient also reported that it was adjusted four to five times, and did not work. The patient needed something to be done right away, and was reaching the point where she could hardly stand it. The patient wanted to know if she could still have adjustments done. The patient was redirected to the healthcare professional (hcp). The patient did not know if her managing pain doctor could help her, and wondered if she should go to a different doctor. Then the patient stated, "it's working fine. Batteries charged. Never gotten to low. It's fine. It's me... Stimulate my lower legs and feet. That is where my major pain is-in my lower legs and feet, and it doesn't work anymore." The patient stated she needed to see the hcp, and wanted to know if she could get another implant for her back. The patient mentioned she had a gall bladder problem and the doctor had ordered an MRI. The MRI was not related to the implant. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their stimulation was not working very well in the area that they need it. They stated they need the stimulation further up their leg, because their spinal stenosis has gotten worse. The patient said that initially, the stimulation target area was in both of their feet and toes, but their pain has gotten worse in their legs now too. It was noted that their left leg pain was worse. The patient stated that they have had a few reprogramming sessions; however, the stimulation is still not working well for their pain. No further complications were reported. The patient was implanted for non-malignant pain and failed back surgery syndrome.

Event description:
Additional information received from the patient indicated that adjustments were made to their device. They stated that their issue of not having stimulation where needed is maybe resolved. The patient mentioned that their pain will never totally be resolved, but their device helps to ease it. The patient¿s weight at the time of the event is (B)(6) pounds. No further complications were reported.